Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump displayed a blank screen. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. Visual inspection found the screen was not blank, but the backlight did not function. The device was found out of specification in relation to the customer reported 'blank screen' which was not reproduced as the screen was not blank but the backlight did not function. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a fluid damaged to the liquid crystal display (lcd), input/ output (I/o) board and 30-pin flex connector as a result of fluid intrusion. The lcd, I/o and flex connector requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.